Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage power supply board. (B) (4).

Event description:
The customer reported, the system is displaying an x-ray disabled error. No pt injury was reported.